Event description:
It was reported that after pre-dilating the lesion with a 3mm and 4mm balloon, the omnilink elite stent delivery system failed to cross through the moderately tortuous vessel completely into the heavily calcified mid left common iliac artery lesion. The system was able to get partially into the lesion and with further attempt, the stent dislodged from the delivery system. Attempts were made to snare the stent, but were unsuccessful, so a balloon was taken through the stent, deploying it in the proximal lesion. Nothing further would cross into the tight lesion, so the procedure was completed with balloon angioplasty with good results. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.